Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Associated attachment returned.

Event description:
It was reported during a routine field service maintenance visit, a broken bur was observed inside the attachment. It was also reported that this event did not occur during a surgical procedure, and there was no patient involvement or adverse consequences as a result of this event.

Manufacturer narrative:
Investigation results indicate that that the concomitant attachment (4100700000, sn (B)(4)) and bur were under a bending motion which caused the extreme contact with the internal components, resulting in the breakage of the bur.

Event description:
It was reported during a routine field service maintenance visit, a broken bur was observed inside the attachment. It was also reported that this event did not occur during a surgical procedure, and there was no patient involvement or adverse consequences as a result of this event.